Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient had a successful battery replacement on (B)(6). A pocket adaptor was used to connect to the patient's new battery. All impedances were good, and the patient was programmed and stimulation coverage was achieved. The rep received a call on sunday ((B)(6)). That the patient went through all three groups and both programs and was unable to feel any stimulation. The rep plans to be at the patient's post op appointment to interrogate the battery. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep was able to reprogram the patient and that all impedances were normal. The issue was reported to be resolved. No further information was reported.